Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving error 5 messages. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The error 5 began on approximately two weeks prior. It is not known if the patient was able to obtain her blood glucose on the subject meter or any other devices after the onset of the reported issue. Since then, the patient reportedly increased her diabetes regimen to 36 units of lantus, 5 units apidra, and 1000 mg of metformin as a result of the reported issue. At an unspecified date at 11pm after the reported issue began, the patient developed symptoms described as "fast heartbeat, sweaty, sleepy, and dizzy." The patient administered self-treatment with the aforementioned diabetes regimen (36 units of lantus, 5 units apidra, and 1000 mg of metformin). There was no report of treatment suggestive for hypoglycemia at the time of concern. The patient was not tested on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The error 5 message was not resolved with training. This complaint is being reported because the patient claimed that she had symptoms suggestive of hypoglycemia after the error 5 message began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.